Event description:
Notice of death of patient received per report of hospital clinical engineering manager requesting information on analysis and testing of explanted device. Death occurred within a few days of implant. Patient was very ill at time of explant. Uncertain if death is related to performance of the device. Additional information will be provided per a follow up report if information becomes available. Device has not been returned to manfuacturer for analysis.